Event description:
While in surgery, surgeon started using the stryker neptune smoke evacuation pencil. Surgeon states that the coag did not work. Cut worked fine. We bumped up the coag from 30 to 35, with still no coag function. Smoke evac pencil dropped off the field and new regular bovie opened. FDA safety report ID# (B)(4).